Event description:
It was reported that during implant the physician had problems with the suture sleeve. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found normal device characteristics.